Manufacturer narrative:
"This report is part of a retrospective review and remediation efforts in response to a warning letter. Correction/removal number: z-0955-2020. (B)(4). Unit was not received stuck in the manufacturing mode. S/w version 2.8 c. Unit received with operating currents within spec. Unit passed selftest, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Unit was programmed with test guardian link and the glucose sensor simulator. Unit comunicated properly with glucose sensor simulator and display the calibrate your sensor alarm properly after completion of the warm up. A calibration value was manually enter and unit display the programmed valued properly on the display graph. Unit sensor feature working properly. Unit received with cracked retainer. Unit received with minor scratched display window, case and keypad overlay. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ""defects"" or has ""malfunctioned"". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act."

Event description:
Information received by medtronic indicate that the customer experienced high blood glucose. Customer stated she had two programs in insulin pump. Customer stated she keeps going up and up without eating and has to keep bolusing to get it down. On monday (B)(6) 2017 and her bg's were 149 mg/dl, stated she bolused through the wizard and then at the hcp the pump alarmed 180 mg/dl, stated that she hadn't eaten anything and the bg's were 223 mg/dl. Customer stated insulin pump had issue. No further patient complications were reported. The device was return back for analysis.